Event description:
It was reported that this right ventricular lead was revised due to high capture thresholds and loss of capture. The details of the revision were not provided; however, the lead remains implanted and in service. No additional adverse patient effects were reported.